Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial biopsy. The rep indicated that they were unable to track the needle. The rep indicated that 2 needles were opened and neither one could track. The healthcare provider (hcp) elected to continue without navigation, but using the same needles. Two passes were done without navigation one at the initial tip stop point calculated by the software which was successful and the second was with the surgeon going in deeper without any navigation. When the needle was retracted some blood was coming out and the patient was sent for a CT to confirm if the patient had a bleed. In an attempt to restore navigation, sherry tried moving the camera to multiple angles without any success as well as opening two needles. It was later that the patient was confirmed to not have a bleed. There was no impact to patient outcome and the delay was less than one hour.

Manufacturer narrative:
Additional information: a system checkout had been performed around the time of the event and showed that the system performed as intended. No system failure. If information is provided in the future, a supplemental report will be issued.